Event description:
The customer alleged that the vent went inoperable while on the patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the power supply as a precautionary measure. The unit passed extended self testing. It is not verified that the unit went in an inoperable condition, and no malfunction may have occurred.